Event description:
It was reported, "colonoscopy / polypectomy: two days after completing a surgical list, nursing staff advised sponsor representative that a patient from the list subsequently complained of abdominal pain and was admitted to another hospital after CT scan revealed a burn (stated to be full thickness bowel burn). At this time it is unclear (to the reporter) which patient of the day's list was affected and therefore we have no further details of the injury other than reported here. Surgeon indicated it was a patient upon whom he performed two polypectomies using snare only. Nursing staff reported that polyp pathology indicated tissue had been too badly "annihilated" for pathologist to return any findings, but it is not clear if this was mechanical or electrical damage to the tissue. From information available at this time it is believed the surgeon snared 2x 5mm 'flat' polyps using setting g2 (15 coag / 40w 0.5l steady abc / 20w biopsy). Electrosurgical system in use was kls martin "beamer" system comprising generator ((B)(4)), argon system ((B)(4)), trolley ((B)(4)), connecting cable ((B)(4)), footswitch ((B)(4)). System was supplied to facility for trial. This was the first time the surgeon had used the system; however, four (4) other surgeons / endoscopists had trialed the device over two (2) previous days without incident. Conmed brand compatible argon probes and snare probes were supplied with trial equipment; however, surgeon used olympus brand snare (which is compatible with the esu). The patient was admitted to another hospital and stated to be placed on an intravenous antibiotic regiment. Operating room nurse at (B)(6) stated on (B)(6) 2012, that she saw the involved surgeon and she believes the patient is ok. This is the first such report for the (B)(4) (esu) and / or (B)(4) (accompanying argon system), since distribution began in (B)(4) 2008. A total of one-hundred thirty six (136) (B)(4) esu's, and, eighty-three (83) (B)(4) argon systems have been distributed worldwide. An independent biomed, (B)(6), was commissioned to evaluate the (B)(4) (generator) on (B)(4) 2012. No errors were detected and the output was within specifications. A copy of the independent biomed report was sent to the manufacturer.